Event description:
It was reported that the patient had two different systems implanted. They had an implantable pulse generator (ipg) on the right side and the implantable cardioverter defibrillator (ICD) on the left side. It was also reported that the rv lead attached to the ipg had decreasing and low impedance and rising thresholds. This rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the distal end of the lead was returned and analyzed. The inner insulation had metal ion oxidation. The outer insulation was breached cut. The insulation had cosmetic environmental stress cracking. There was blood (not obstructed) on the distal and proximal conductor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable tachy lead (B)(6) 2005, (B)(4) implantable pulse generator (B)(6) 2007, 4068 implantable pacing lead (B)(6) 1997. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.